Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It was reported to philips that the system shut down several times during an emergency cerebral vascular coiling procedure. The customer restarted the system and was able to successfully complete the procedure. No harm to the patient has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has inspected the system on site and based on troubleshooting, philips has concluded that there was no malfunction of the x-ray system. Further, the analysis of the log files also did not identify any malfunction of the x-ray system. Philips identified on site a three phase ups (uninterruptible power supply) connected to the philips x-ray system. Philips has determined that the most likely cause of the power out is that the ups is unable to support the load requirements of the x-ray system and can therefore turn off sporadically. This ups is neither manufactured nor distributed by philips. The customer will be advised. Correction: date of this report has been corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.